Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling multiple cartridges. The customer changed out the cartridge and was able loading the insulin into the cartridge successfully. There was no impact to the customer's blood glucose level.